Manufacturer narrative:
The devices involved in this event will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Delivery system unavailable.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, the physician experienced difficulty removing the .014 sparta core wire from the delivery system post deployment of the contralateral limb. This lead to distal displacement of the main body by 1-2mm. A type ia endoleak was then visualized. The physician elected to implant a palmaz 4010 stent across the sealing ring, however the endoleak persisted. Patient was sent to recovery without issue and will be monitored at 30-day follow-up. The delivery system is unavailable for return/evaluation.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. The difficulty to deploy the aortic body with a displacement of 1-2mm is unconfirmed. The difficulty to remove the wire from the delivery system is unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation of the type 1a endoleak is user related (the aortic neck conicity was 43.5% - should be equal to or less than 10% - off IFU). The left common iliac artery diameter of 7.7mm (should be 8-25 mm). It is unclear if this contributed to any of the reported events. The procedure related harm identified was access site complications (bilateral femoral hematomas) with a hemoglobin drop of 4.2 grams requiring two units of packed red blood cells. The final patient status was discharged home on post operative day four. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Corrections: g3: date received by manufacturer has been updated h6: investigation finding: remove code 3233 h6: investigation conclusion: remove code 11.

Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because the device remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the type 1a endoleak is confirmed. The additional endovascular procedure has been confirmed. The difficulty to deploy the aortic body with a displacement of 1-2mm is unconfirmed. The difficulty to remove the wire from the delivery system is unconfirmed. This is moderately consistent with the reported adverse event/incident. The most likely causation of the type 1a endoleak requiring reintervention is user related (the aortic neck conicity was 43.5% - should be equal to or less than 10% - off IFU). The left common iliac artery diameter of 7.7mm (should be 8-25 mm). It is unclear if this contributed to any of the reported events. The procedure related harm identified was access site complications (bilateral femoral hematomas) with a hemoglobin drop of 4.2 grams requiring two units of packed red blood cells. The final patient status was discharged home on post operative day four. The clinical assessment also determined that there was evidence to reasonably suggest two endovascular procedures occurred that were not included in the event as reported. The patient had a staged four vessel festrated endograft repair for a juxtarenal aneurysm. On (B)(6) 2023 the patient had four stents placed (sma, celiac and bilateral renal arteries) then returned on (B)(6) 2023 for placement of the fenestrated graft. The procedures were discovered on the operative notes dated (B)(6) 2023 and (B)(6)2023. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar incidents. B2: outcomes attributed to adverse event ¿ updated. B5: describe event or problem - updated. B6: relevant tests and lab data . G3: awareness date ¿ updated. H6: health effect - impact code ¿ remove code 4614.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) with implant of the alto abdominal aortic aneurysm stent system. During the initial implant procedure, the physician experienced difficulty removing the .014 sparta core wire from the delivery system post deployment of the contralateral limb. This lead to distal displacement of the main body by 1-2mm. A type ia endoleak was then visualized. The physician elected to implant a palmaz 4010 stent across the sealing ring, however the endoleak persisted. Patient was sent to recovery without issue and will be monitored at 30-day follow-up. The delivery system is unavailable for return/evaluation. After the follow-up report, reintervention was completed on 03/29/2023. Fenestration was completed with a unknown non-endologix device. Reportedly the procedure was successful and the patient is doing great. The clinical assessment also determined that there was evidence to reasonably suggest two endovascular procedures occurred that were not included in the event as reported. The patient had a staged four vessel festrated endograft repair for a juxtarenal aneurysm. On (B)(6) 2023 the patient had four stents placed (sma, celiac and bilateral renal arteries) then returned on (B)(6) 2023 for placement of the fenestrated graft. The procedures were discovered on the operative notes dated (B)(6) 2023 and (B)(6)2023. It should be noted that these staged procedures were not related to the endologix devices or procedure.